Event description:
The coil became stretched during placement into an aneurysm. The product was retrieved without incident. There was no reported pt injury. Additional info will be submitted 30 days upon receipt.